Event description:
The customer reported the device passed the tests but did not work at the time of the discharge. The customer replaced the internal paddle set with another on hand and the defibrillator discharged normally.